Event description:
The pt was treated on the hemodialysis with the rexeed-15lx on (B)(6) 2012. The pt lost his consciousness just at the beginning of the treatment. The hemodialysis discontinued and the emergency rescue was taken in the intensive care unit. The pt regained his consciousness, but was paralyzed on the right side. Then the pt got neurological intensive care and recovered on the next day.

Manufacturer narrative:
Rexeed-15lx is similar device marketed in us, asahi rexeed-sx/lx dialyzer (B)(4). The used device could not be analyzed because it was discarded by the user. No abnormality was found in the lot quality records of the used product. The symptoms observed in the events are considered to be a dialyzer reaction. Note: the dialyzer reaction is a broad group of events that include both anaphylactic and less well-defined adverse reactions of unk cause. (B)(4).